Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he doesn't have basal setting bolus setting on pump because of that he is doing manual injection. Patient was hospitalized due to hyperglycemia and high ketones. High blood glucose level was 700 mg/dl and current level was 187 mg/dl. High blood glucose level was treated with IV insulin drip. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.